Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported as per physician the coating of the wire was coming out from proximal end. Additional information indicates there that the device was confirmed to be in good condition during preparation/prior to use on the patient and the issue occurred during prep. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported event ¿guidewire ptfe coating peeling¿.

Event description:
It was reported that the subject guidewire coating was peeling off from the proximal end. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject guidewire coating was peeling off from the proximal end. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: ¿upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid)." "Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid." "Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a." We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally, the 510(k) number has been corrected from from k032146 to k002907 in accordance with the global unique device identification database (gudid).

Event description:
It was reported that the subject guidewire coating was peeling off from the proximal end. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.